Manufacturer narrative:
The broken plate was examined under magnification. The fracture of the plate occurred in the first slot from the medial end of the plate. The broken surfaces are rough which indicates that the break was likely to be the result of a single overloading event. Additional mdrs associated with this event: 3025141-2016-00258 follow up 1: screw 1. 3025141-2016-00259 follow up 1: screw 2. 3025141-2016-00260 follow up 1: screw 3. 3025141-2016-00261 follow up 1: screw 4. 3025141-2016-00262 follow up 1: screw 5. 3025141-2016-00263 follow up 1: screw 6. 3025141-2016-00264 follow up 1: screw 7. 3025141-2016-00265 follow up 1: screw 8. 3025141-2016-00266 follow up 1: screw 9.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2016-00258: screw 1, 3025141-2016-00259: screw 2, 3025141-2016-00260: screw 3, 3025141-2016-00261: screw 4, 3025141-2016-00262: screw 5, 3025141-2016-00263: screw 6, 3025141-2016-00264: screw 7, 3025141-2016-00265: screw 8, 3025141-2016-00266: screw 9.

Event description:
An implanted clavicle plate broke post operatively. The plate and screws were explanted.